Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2025-00114 under a different suspect device, alinity c magnesium list 08p19-20. Section a, patient information, no additional patient information was provided. The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity c magnesium assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68277ud00. A review of the device history record did not identify any non-conformances or deviations with lot 68277ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity c magnesium reagent, lot number 68277ud00.

Event description:
The customer reported imprecise alinity c magnesium results. A patient sample generated alinity c magnesium of 6 mg/dl that repeated 1.80 mg/dl. No impact to patient management was reported.